Event description:
General report received of an unspecified number of undocumented incidents of leakage of chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents. After unspecified lengths of time in use, "drops" of solutions were noted at the distal end of the tubing sets. The customer contact reported the leaks were noted where the tubings were connected to the male adapters. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).